Event description:
The account stated that the architect tsh reagent has generated a discrepant result on a (B) (4) female patient with slightly poor liver function the initial result was 42.4 uiu/ml, the retest result was 28.0 uiu/ml. The sample was then centrifuged and retested in triplicate and the results were 80.0, 79.0 and 80.0 uiu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation - (review of manufacturing and testing data, statistical process control (spc) data, national external quality assessment service (neqas) data, tracking and trending, consultation with abbott medical director). As part of this investigation, we reviewed the manufacturing and testing records, and found that architect tsh reagent lot 73904jn00 passed all the required in process testing specifications. In addition to this review, all architect tsh reagent lots were analysed by spc. The spc tracking data demonstrated that when architect tsh reagent lot 73904jn00 was tested using panels, it performed within statistical control and all values were within the upper and lower specification limits. These results demonstrate that the performance of the reagent lot is as intended. Architect tsh is part of UK neqas which is an external qc scheme. Five samples were tested on (B)(6) 2009 using architect tsh reagent lot 73904jn00. Our results showed that we are performing acceptably. In addition to our investigation, we consulted with the abbott diagnostic division medical director (md). Upon review of the complaint information and data, the md stated that the reported issue of poor reproducibility is most likely related to an individual patient specimen issue. However, the discrepancies seen are not expected to impact the patients management. Without additional information on the patients history and pre-analytical circumstances, such as time and storage conditions of the sample between test points, it is not possible to speculate on the root cause of the observation. We reviewed the testing performed by our quality control laboratory prior to approving this reagent lot for sale to determine if there were any issues with this reagent lot. Our review of this data, however, did not identify any issues. We also reviewed the complaint history for architect tsh reagent 7k62 and in particular for reagent lot 73904jn00. This review did not reveal any adverse trend for performance related issues associated with this assay. From our data review, we conclude that the architect tsh assay is currently meeting its safety, effectiveness, and label claims.

Manufacturer narrative:
(B) (4) (B) (4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.